Event description:
The pt reported the electrodes turned a brownish color under the black lead and skin irritation, almost like a burn. Although there was no long term injury, no physician intervention was required, and no medications were prescribed, an MDR is being filed as a conservative measure. The following info was obtained via a telephone conversation held with the pt on (B)(6) 2010: the pt reported using meditrace electrodes. She prepared her skin by cleansing with soap and water and replaced the electrodes daily. She reported that she wore the device for 4 days before the event occurred ((B)(6) 2010-(B)(6) 2010). The black electrode was discolored and "brownish." It was also "more gooey." The skin looked like a cigarette burn and was red, rough, and irritated. It was itchier than the others. She reported a burning sensation not due to heat or shock and spots. The pt reported no shock, no smell of burning, and no heat or overheating of the device. The pt did not notice anything unusual about the device before the event occurred.

Manufacturer narrative:
Preliminary testing revealed the following: electrode wire test visual inspection failed for electrode cable abuse (twisted, bent, cut, pulled). Thermal testing of the sensor and the electrodes conformed to spec. Battery voltage and sensor consumption testing passed. Sensor long test failed for impedance. The la lead (red lead) is slightly damaged with a tear causing the impedance failure. No overheating or damage near the electrodes was visible. The device is being sent to the MFR, cardguard, for final analysis. Final analysis will be provided in a supplemental report upon receipt of the test results. Associated accessory device: act monitor, model # com001, serial # (B)(4).